Event description:
Information was received from a patient (pt) with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and g astrointestinal/pelvic floor therapy. It was reported that the pt stated their prior ins was replaced because it was causing too much other nerve pain which was ongoing for a long time. The patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included that the pt mentioned they had the ability with their prior ins to make changes to their setting in increments of 0.5 and ran their ins at a very low setting to avoid the nerve pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt). They reported that with first implant they could turn down/make some adjustments with pulse width and rate to make it less intense and inquired if they can make these same adjustments with current implant. Pt stated with previous implant someone in the clinic set the pulse width down from 210 to 60 and the rate went up to 21. Pt stated they were told that sometimes it can help people with nerve pain to lower the pulse width (pt did not clarify this statement).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called back, repeating a previously reported event regarding nerve pain and therapy concerns. The patient stated they had the interstim for overactive bladder and always struggled with it and getting it programmed. The patient has not used it since january due to continued nerve pain, especially in the middle of their buttocks, and they could not stand to charge the ins due to nerve pain. The patient also reported that the incision scar has become a keloid, which is itchy and irritated easily. The patient has also had itchiness under their arms and the back of their scalp and head and wondered if this could be related to the interstim system. They never had the itchiness with their first implant, so they wanted to know detailed information about the device materials used. Emailed information to the patient. The patient also reported that they have become incapacitated with anxiety and are not sure if the itchiness and anxiety are reactions to medications. The patient has been trying different medications, including those for an overactive bladder. I reviewed general information about adverse events and redirected the patient to seek medical care. The recommended patient weighs the risks and benefits of device removal with their managing physician. The patient also mentioned their medical diagnosis has changed to interstitial cystitis, so they are better able to manage urinary symptoms with diet.